Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the clinical study, the patient had stomach perforation due to the endoscopic technique to drain the abdominal fluid caused by the pancreatic fistula. Diagnostic tests were performed. Emergency surgery was performed to repair stomach perforation re-laparotomy gastric perforation closure lavage of the abdominal cavity abdominal drain. The mesh was explanted. The patient had prolongation of existing hospitalization. The adverse event is possibly related to the device and underlying condition or disease.

Manufacturer narrative:
Correction: b5 additional information: g3 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the clinical study, post-operative of a distal pancreatectomy study procedure where a mesh was placed. The patient had stomach perforation due to the endoscopic technique to drain the abdominal fluid caused by the pancreatic fistula. Diagnostic tests were performed. Emergency surgery was performed to repair stomach perforation re-laparotomy gastric perforation closure lavage of the abdominal cavity abdominal drain. The mesh was explanted due to the re-intervention needed for the gastric perforation. The patient had prolongation of existing hospitalization. The adverse event is possibly related to the underlying condition or disease. The pancreatic fistula was a result of the distal pancreatectomy and the mesh did not contribute to the pancreatic fistula or the gastric perforation.

Manufacturer narrative:
Additional information: b5, g3, h6 reportability decision downgraded from serious injury to not a complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the clinical study, post-operative of a distal pancreatectomy study procedure where a mesh was placed. The patient had stomach perforation due to the endoscopic technique to drain the abdominal fluid caused by the pancreatic fistula. Diagnostic testswere performed. Emergency surgery was performed to repair stomach perforation re-laparotomy gastric perforation closure lavage of the abdominal cavity abdominal drain. The mesh was explanted due to the re-intervention needed for the gastric perforation. The patient had prolongation of existing hospitalization. The adverse event is possibly related to the device and underlying condition or disease. The pancreatic fistula was a result of the distal pancreatectomy. The mesh did not contribute to the pancreatic fistula or the gastric perforation.